Event description:
The pt had a revision rhinoplasty procedure performed on the 30th november 2005. At this time, the surgeon implanted 2 pieces of enduragen stacked o top of each other. The pt experienced swelling beyond what the surgeon expected and both pieces were removed. The surgeon replaced the removed pieces with a smaller single piece of enduragen. The pt's swelling is now down substantially and the surgeon is pleased with the results.